Event description:
Boston scientific neurovascular became aware that during an event of a very tortuous anatomy, heavy manipulation of the subject device occurred; anterior manipulation to posterior manipulation, then the subject device prematurely detached. No complications with the patient were reported to have occurred during this event.